Event description:
It was reported while using bd maxplus¿ extension set, pressure rated maxplus¿ needle-free connector the connection was loose and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: "leaks were on the patient and staff. Someone in quality shortened the insertion tip, and is now stubby so luer lock can not screw up all the way and make proper seal and leaks. "

Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer complaint of luer locks having an improper seal, as well as leakage, could not be verified due to the product not being returned for failure investigation. Device history record review for model mp5301-c lot number 22069226 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation.

Event description:
It was reported while using bd maxplus¿ extension set, pressure rated maxplus¿ needle-free connector the connection was loose and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: "leaks were on the patient and staff. Someone in quality shortened the insertion tip, and is now stubby so luer lock can not screw up all the way and make proper seal and leaks. "

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.